Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: b5 should have been "it was reported that the patient presented for novel implant procedure. During the procedure, it was found that the helix of the novel right ventricular lead failed to extend. An alternate lead was implanted on (B)(6) 2021. The patient was stable." Rather than "it was reported that the patient presented in clinic for a system implant procedure. During the procedure, it was found that the novel right ventricular lead failed to be removed from the pulse generator header. An alternate lead was used to complete the procedure on (B)(6) 2021. The patient was stable.:

Event description:
It was reported that the patient presented for novel implant procedure. During the procedure, it was found that the helix of the novel right ventricular lead failed to extend. An alternate lead was implanted on (B)(6) 2021. The patient was stable.

Event description:
It was reported that the patient presented in clinic for a system implant procedure. During the procedure, it was found that the novel right ventricular lead failed to be removed from the pulse generator header. An alternate lead was used to complete the procedure on (B)(6) 2021. The patient was stable.